Event description:
It was reported to sunrise medical by counsel for daughter of her deceased mother, it was reported the deceased needed extensive assistance getting in and ou of bed and with transfers. Just a few months before she was found in her room, she had had four attempts at getting out of bed and was found next to her bed. On the evening of the day before the date of the event, she tried to get out of bed even though the sides rails were up, when she was found, she was non-responsive with no signs of life. Still in the discovery stage, product i.e the bed system has not been identified as being a sunrise medical bed system in his entrapment death suite.

Manufacturer narrative:
Still in discovery stage, product i.e the bed system has not been identified as being manufactured by sunrise medical.